Event description:
It was reported that at a routine device upgrade procedure, the physician experienced difficulty with right atrial (ra) and right ventricular (rv) lead insertion. Boston scientific technical services was contacted and provided troubleshooting options. The physician had inserted the rv lead into the ra port, then back into the rv port. During the procedure, a small proximal seal piece came out of this device header. Both ra and rv leads were successfully reinserted into the new device and no sensing issues were present. Pictures were taken and sent to technical services, where it was determined to be a portion of the rv lead. Further in-clinic troubleshooting was recommended, as this portion of the lead served as insulation between the pin and the ring in the device header. The portion of the rv lead and the device were received for analysis. Once the investigation is complete, this record will be updated. Both ra and rv leads remain in-service and no adverse patient effects were reported.